Event description:
A report was received regarding a memorylens which had been implanted in the patient's right eye in 1999. At exam in 2002, patient's va was 20/25 od. Moderate opacification of the implanted device diagnosed. The patient had a yag treatment in 2002 with no subjective improvement. The surgeon explanted and replaced the lens in 2003 and reported such as an uncomplicated replacement with vitrectomy od. The doctor reported the prognosis for the patient as "excellent" post replacement of lens.